Manufacturer narrative:
Please note that the previous report should have identified a patient code for the event positive vessel remodeling for which an appropriate code is not available.   As reported by the open study, restenosis of the implanted stent was identified approximately 2 years after implantation with proximal and distal flex later stent stenosis with psvr of 4.0:1 proximally and 4.8:1 distally.  The patient is an (B)(6) male with medical history including hyperlipidemia, pvd, remote smoking, type ii diabetes primarily controlled with oral meds , allergy to codiene and ceclor, degenerative joint disease; carotid artery disease and collapsed lung post diving.  During the index procedure, pta with stenting was performed on a 100% occluded lesion in the mid right superficial femoral artery (sfa) of 100 mm in length in a 6.0 mm vessel diameter.  The lesion was moderately calcified.  The lesion was pre-dilated with a 5 x 100 mm balloon catheter at 10 atmospheres before a 6 x 120 mm flextent was introduced.  Post-dilatation was performed with the same balloon also at 10 atm.  Total heparin given during the procedure was 5800 iu and a bolus of plavix, 600 mg.  .  Two (2) months after treatment with a 6 x 120 mm fss stent, the patient had fatigue. The patient stated his cardiologist stopped the plavix and started brilinta due to his fatigue and lightheadedness after starting it. The physician felt it was from plavix and started the patient on the brilinta 90 mg p.o. Bid.  Approximately 5 months later, the patient developed upper airway and chest symptoms of congestion and cough that was classified as sinusitis and bronchitis. This was treated by a 5 day dose pack of zithromax. One week later proximal and distal flex stent stenosis with psvr of 4.0:1 proximally and 4.8:1 distally was identified.  An x-ray performed 2 years after the index showed no acute fracture or misalignment of the stent.  The patient also developed red eye on the same day that was diagnosed as pink eye.  Approximately 3 weeks later, the patient experienced numbness, tingling in his foot after walking greater than 300 feet. Severe right sfa in-stent restenosis was identified.  The patient also had angiography of the right sfa flexstent due to duplex us results with increased velocity and psvr and patients with numbness and tingling of right foot after walking. Pta was performed for right flexstent instent restenosis.  Twenty-six (26) weeks later, the patient was hospitalized for carotid endarterectomy. A carotid endarectomy procedure completed without difficulty.  Urinary retention was also noted on hospital admission, treatment was with a chronic foley catheter. Three (3) months later, the patient was diagnosed with respiratory failure due to combined effects of pneumonia, pulmonary embolism , possible tumor and copd.  Treatment with antibiotics and the patient was stabilized medically then transferred to rehab but had fluctuations in mental status. A lung biopsy was declined and the decision was made to consult hospice care. He was made dnr and discharged on approximately 2 weeks later.  A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the open study, 2 months after treatment with a 6 x 120 mm fss stent, the patient had fatigue. The patient stated his cardiologist stopped the plavix and started brilinta due to his fatigue and lightheadedness after starting it. The physician felt it was from plavix and started the patient on the brilinta 90 mg p.o. Bid.  Approximately 5 months later, the patient developed upper airway and chest symptoms of congestion and cough that was classified as sinusitis and bronchitis. This was treated by a 5 day dose pack of zithromax. One week later proximal and distal flex stent stenosis with psvr of 4.0:1 proximally and 4.8:1 distally was identified.  An x-ray performed 2 years after the index showed no acute fracture or misalignment of the stent.  The patient also developed red eye on the same day that was diagnosed as pink eye.  Approximately 3 weeks later, the patient experienced numbness, tingling in his foot after walking greater than 300 feet. Severe right sfa in-stent restenosis was identified.  The patient also had angiography of the right sfa flexstent due to duplex us results with increased velocity and psvr and patients with numbness and tingling of right foot after walking. Pta was performed for right flexstent in-stent restenosis. Twenty-six (26) weeks later, the patient was hospitalized for carotid endarterectomy. A carotid endarterectomy procedure completed without difficulty.  Urinary retention was also noted on hospital admission, treatment was with a chronic foley catheter. Three (3) months later, the patient was diagnosed with respiratory failure due to combined effects of pneumonia, pulmonary embolism , possible tumor and copd.  Treatment with antibiotics and the patient was stabilized medically then transferred to rehab but had fluctuations in mental status. A lung biopsy was declined and the decision was made to consult hospice care. He was made dnr and discharged on approximately 2 weeks later.  During the index procedure, pta with stenting was performed on a 100% occluded lesion in the mid right superficial femoral artery (sfa) of 100 mm in length in a 6.0 mm vessel diameter.  The lesion was moderately calcified.  The lesion was pre-dilated with a 5 x 100 mm balloon catheter at 10 atmospheres before a 6 x 120 mm flextent was introduced.  Post-dilatation was performed with the same balloon also at 10 atm.  Total heparin given during the procedure was 5800 iu and a bolus of plavix, 600 mg.